Manufacturer narrative:
(B)(4). Date sent: 4/6/2021. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0845 megasoft pad was received with no apparent damage. In addition, a blue cord extension was attached to the pigtail cable. The megasoft pad was tested for continuity and pass the test. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Photo analysis: this is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of a megasoft pad. Image 2: the image provided by the customer is that of a megasoft pad over a metallic table. Image 3: the image provided by the customer is that of a white towel over a metallic table. Image 4: the image provided by the customer is that of a megasoft pad over a metallic table. Image 5: the image provided by the customer is that of a stuffed animal used for simulation procedure. Image 6: the image provided by the customer is that of the equipment used for the procedure. Image 7: the image provided by the customer is that of the equipment connected to pad used for the procedure. Image 8: the image provided by the customer is that of the megadyne cable used for the procedure. Image 9: the image provided by the customer is that of a stuffed animal used for simulation procedure. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis.

Manufacturer narrative:
(B)(4) date sent: 3/10/2021. Additional information received: the facility shared with us that all the animals that experienced burns were dogs. They were all placed on their back during surgery. All of the wounds were identified on the anterior part of the animals and were not found at the area where the animal was contacting the pad. They shared that most burns look to be in areas where EKG clips or towel clips were attached directly to the animals. They also shared that the normal power level they use on the generator is 20 and they did not have any record of a diminished surgical effect. The generator used was a force triad. The pad has not been used since these burns were identified; however, the mmp pad continues to be used at their other cincinnati facility with no issues.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. Video analysis: video: looking at the video, it appears that they are using metal clips to connect the other cables to the patient. The metal clips can be creating an alternate ground and this can be a reason for the alternate site burns. It is hard to tell in the video, since they are using a stuffed animal, but it appears that is what they are doing. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. Analysis from medical safety officer: due to the limited about of information available there could be multiple issues that caused the events. Location of the surgery, the type of surgery, contact with the pad and the patient, and generator settings. Due to limited information there is no cause on how or why this event occurred. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications .because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2020. Date of event: unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Additional information was requested, and the following was obtained: could you please confirm what is the severity of the burn? What medical intervention was used to treat the burn? (Such as salve or stitches). Are there any anticipated long-term effects from the burn? What is the current status of the patient? Answer = used the force triad with the return electrode only; no other electrosurgical devices were used. 2 inguinal wounds; 2nd degree, deep, required surgical revision; healed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the patient received burns when they used metal clips on the patient. The case was completed.